Event description:
It was reported that durng an anterior cervical fusion with use of a 2 level spiked 53 cm cervical plate, the secure ring augered and became wedged between the plate and the screw during placement of the screw. The surgeon left the plate in place along with the secure ring wedged between the plate and screw after the representative suggested it be be changed. The surgeon felt "comfortable" with the fixation according to the representative. X-rays were obtained and show that the screws were placed within the normal disc space above the fusion site as well as the swivel being lateral to the plate and not associated with the screw.